Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to impaired healing. It was mentioned that the wound got worse with a secretion but no infection-like. The physician placed some gauze over the wound. It was mentioned per physicians associate that the symptoms were allergic reaction, whether from ipg, gauze or the inflammatory liquid over the skin. The patient was doing well postoperatively. The explanted device components will not be return as it was kept by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7077250/7077203. Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, serial: na, batch: 29077427.